Event description:
It is reported that the blue tibial impactor pad broke during impaction.

Manufacturer narrative:
Eval summary - the impactor pad was broken during impaction. Normal wear of the part due to repeated removal and installation as well as the sterilization process can cause the part to break. No product was returned for review. Aside from the alleged issue, no further info is available. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.